Event description:
It was reported that the 9600 system would not boot up prior to a case. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The mother board and battery were replaced during the service call.